Event description:
On 2/4/93 an aus device was implanted. On 7/9/94 the cuff was removed due to erosion. On 2/27/97 the cuff was reimplanted and the balloon removed from the pt and replaced due to previous cuff erosion.